Event description:
Caller is upset because she just rec'd a letter from her maxillofacial surgeon indicating that the FDA had issued a safety alert in 1994 on vitek titanium coated tmj implants instructing health care professionals to inform their patients to have a recheck for bone loss. The rptr has lost numerous teeth due to bone loss in her jaw. The rptr's bigest concern is that she was notified so late by her dr and could have perhaps avoided these numerous dental problems with easly diagnosis.